Manufacturer narrative:
Corrected data: original initial report was submitted as follow up in error.

Event description:
Revision surgery - due to the stem having loosened; the surgeon replaced it with a longer revision stem.